Manufacturer narrative:
Additional information: the cause of peritonitis remains unknown. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. A day after the onset, the patient was treated with emact injection (1 gram, route, frequency and duration were not reported) for the event. Three days after the onset, the patient was treated with darun injection (50 milligrams, route, frequency and duration were not reported). Four days after the onset, the patient was treated with targeud injection (200 milligrams, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.